Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported shaft separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the circumflex coronary artery. The 2.50x15 mm nc trek rx balloon dilatation catheter was advanced in the patient anatomy without issue; however, during inflation the proximal shaft separated. The separated segment was simply withdrawn. The procedure was complete at this time. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Medwatch report was received on 7/25/2017, no additional information was provided. The event was reopened and medwatch report is attached to documentum. User facility medwatch report # 330140-2017-19 was received stating: post coronary dilatation, the shaft of the coronary balloon (nc trek) broke while the balloon was inflated leaving the balloon and part of the shaft behind in the patient. The balloon deflated and the physician was able to retrieve the entire shaft and balloon with a guide liner. No patient harm.